Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event rdi was delayed responding/blinking was traced to component failure. Additionally, the definitive root cause for the reportable event auxiliary water tube had white residue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope's rdi was delayed responding/blinking and auxiliary water tube had white residue. There was no patient involvement.